Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the patient had been experiencing issues with the pump losing prime for several months. The patient experienced hyperglycemia on (B)(6) 2019 associated with the alleged loss of prime issue with blood glucose measuring 305 mg/dl with abdominal pain. The patient received insulin via injection as treatment for the hyperglycemia. The patient¿s health care provider adjusted the patient¿s basal rate in the pump¿s settings on (B)(6) 2019 after the patient¿s alleged hyperglycemic event. The reporter stated the loss of prime issue began (B)(6) 2018. There were no associated alarms noted in the alarm and prime history in the pump on troubleshooting by animas customer support. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy associated with a loss of prime issue.

Manufacturer narrative:
Device analysis: the device was returned to the manufacturer and investigation completed 02-apr-2019 with the following findings: review of the of the pump history revealed the daily insulin delivery totals correctly reflected the user¿s programmed basal rates. Loss of prime events were recorded in the blank box; force readings do not reach zero. On investigation, the pump powered on normally and rewind, load and prime steps successfully completed. The force sensor was evaluated and determined to be operating within specifications. No loss of prime occurred during the investigation. There was no damage, defect or contamination of the pump¿s interior components. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. Investigation did not duplicate the complaint.